Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 17 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. " 17 false positive results in the last week. "

Manufacturer narrative:
H.6. Investigation: customer complaint alleges of 17 false positives that occurred within a week from their bactec fx 441385 sn (B)(6). The customer requested the instrument be uninstalled. No further information has been provided in the case to understand root cause or confirmation of deactivation. The complaint cannot be confirmed due to lack of information. The root cause cannot be determined due to lack of information. Device service history revealed one prior case opened for false positives in may of 2021. Device history record was not reviewed as this issue did not allege early life failure, and return sample analysis was not performed as no sample was returned. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor, and case may be reopened if new information is received.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 17 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. "17 false positive results in the last week."